Event description:
The pt underwent a sling procedure in 2004. On about 3 weeks later, the pt was evaluated as having urinary retention and high post-void residuals. Urethrolysis was performed 09/2004, and a catheter was placed. The retention was resolved as of about 2 weeks later, and the catheter was removed.